Event description:
It was reported that the screwdriver broke during screw insertion. The broken tip remained in the screw, which was removed. This did not cause an extension of surgery time or any adverse consequences for the patient.